Event description:
It has been reported to philips that there was remote alert of flexvision pc grabber cards not initialized and system did not boot up successfully. The system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.